Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the device was flushed, the introducer sheath was advanced forward and a partial sent (broken) stent exited the introducer sheath. Procedural fluids were noted on the introducer sheath and on the stent delivery wire (sdw). The stent was found broken/fractured. Functional testing could not be performed due to the condition of the returned stent. In case of this complaint, the stent was inspected and confirmed to be in a good condition during/after unpacking and preparation. There is no indication of a user error. The stent was noted to be broken/fractured when returned for evaluation. It is most likely that the stent was damaged during the procedure causing the reported event. An assignable cause of procedural factors was assigned to the as reported issue 'nv stent difficult/unable to transfer' and to the as analyzed issue 'nv ¿ stent broken/fractured', since the issues was associated with a product that meets stryker design and manufacture specifications and was used in accordance with the direction for use (dfu), but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device found that the stent broken/fractured. There were no clinical consequences to the patient as a result of this event.